Manufacturer narrative:
Additional information will be provided after investigation is completed.

Event description:
Sales rep reported that during a case, while the surgeon was putting in the screw into the knee joint, the screw cracked into 3 pieces. It did not stabilize the acl, and the surgeon had to make a larger incision to remove the pieces. They ended up using a bio absorbable screw to finish the procedure.